Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests prior to shipment. The cause of the effusion is unknown.

Event description:
During a left atrial appendage (laa) procedure a 13f amplatzer torqvue 45x45 delivery system (tv45x45) was placed in the laa. A 28mm amplatzer cardiac plug (acp) was advanced through the tv45x45, but was not fully deployed when a pericardial effusion was noted. The acp was removed from the patient. Pericardiocentesis was performed. The effusion was thought to be caused by the manipulation of the tv45x45 in the laa. The patient was reported to be stable after the procedure.